Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID "[(B)(4)]" and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number: (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
On (B)(6) 2026 06:04:50 est (ajaszczu). On (B)(6) 2026 04:51:52 est (ajaszczu). A-series vent inop c&r. On (B)(6) 2026 07:47:29 est (plxs_prd_dbm). Inbound tracking number: (B)(4).